Event description:
Home patient (hp) reports switching used solution bag to already spiked heater line spike of homechoice set while troubleshooting through an alarm situation during apd treatment. No pt injury or medical intervention reported by rn.